Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension was found to be broken exhibiting a piece removed at the proximal clevis interface. The clevis was dislodged from tube extension. Engineering concluded that the tube extension possible broke due to excessive side loading. Instrument passed electrical continuity test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during cleaning and sterilization, the customer noted that the orange insulator portion on the monopolar curved scissors (mcs) instrument had a piece missing. No patient harm, adverse outcome or injury was reported.